Manufacturer narrative:
Original implant date is four months prior to devices being implanted. Device is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent revision of a 12x360 tibial nail ex and three 5mm locking screws on (B)(6) 2017 due to infection four months after devices were implanted. The abscess infection was explored and washed out. A 9mm x 360 mm nail coated palacos cement with vancomycin address was inserted and locked with one 4mm x 48mm screw proximally and one 4mm x 38mm screw distally. (Complaint number (B)(4) is for revision surgery). During the revision procedure, the reamer irrigator aspirator (ria) 14.0 mm reamer head for ria broke while reaming. The ria drive shaft also broke at the tip where it inserts into the reamer head. Ria reaming was discontinued. All intramedullary fragments of the reamer head appeared to be retrieved on x-ray. The surgeon then switched to conventional reaming up to 14 mm. (Complaint number (B)(4) is for the ria head and tube). Delay in surgery of 30 minutes. Patients out come is unknown. This complaint involves four devices, the tibial nail and three locking screws (two part data). This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Event description updated to 45 minutes delay in surgery. Device used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent revision of a 12x360 tibial nail ex and three 5mm locking screws on (B)(6) due to infection four months after devices were implanted. The abscess infection was explored and washed out. A 9mm x 360 mm nail coated palacos cement with vancomycin address was inserted and locked with one 4mm x 48mm screw proximally and one 4mm x 38mm screw distally. (Complaint number (B)(4) is for revision surgery). During the revision procedure, the reamer irrigator aspirator (ria) 14.0 mm reamer head for ria broke while reaming. The ria drive shaft also broke at the tip where it inserts into the reamer head. Ria reaming was discontinued. All intramedullary fragments of the reamer head appeared to be retrieved on x-ray. The surgeon then switched to conventional reaming up to 14 mm. (Complaint number (B)(4) is for the ria head and tube). Delay in surgery of 45 minutes. Patients out come is unknown. This complaint involves four devices, the tibial nail and three locking screws (two part data).